Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that a patient came in with anemia symptoms, but the proto read 14 g/dl. The results were compared against lab results indicated just under 12 g/dl. No consequences or impact to patient were reported.